Event description:
It was reported that during a lap anterior resection procedure, the surgeon felt that he fired the device in one continuous movement. The gun only partially fired, before lock out was activated. He asked for a new gun just in case the gun that had partially fired was compromised. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition with a partially fired cartridge with a bent lock out tab loaded on the device. When tested for functionality the device only partially fired due to a damage firing mechanism. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was damaged.